Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a failed battery test alarm. It was reported that the batteries need to be changed constantly. It was reported that the battery cap had some corrosion. The customer's blood glucose level was 263 mg/dl. The customer was sent a new battery cap and was advised to revert to a back-up plan until the new cap arrives. The product was not returned for analysis.